Event description:
Information from a study indicates that a (B)(6) male underwent evar on an aortoiliac aneurysm on (B)(6) 2013. There was severe tortuosity, mild calcification, and no iliac occlusive disease noted in the right iliac prior to surgery. On the left there was no iliac occlusive disease, mild calcification, and moderate tortuosity. The physician started with a cook main body but could not advance the main body to the level of the renals so he used another manufacturer's endoprosthesis. It appears that he had difficulties deploying the main body to its intended location. He also placed one zenith limb with spiral z technology on the left side along with another manufacturer's endoprosthesis and then on the right he placed two zenith limbs spiral z technology. The day after the surgery the event from indicates "other clinical signs indicative of lower extremity ischemia (distal embolization, etc). They indicated that the event did not occur due to a pre-existing condition, a new condition that is unrelated to the product/procedure or an expected and foreseeable side-effect clearly identified in the manufacturer labeling. They also indicated that the event led to a serious deterioration in health, but did not indicate how that deterioration effected the patient. The day after the surgery, they performed a secondary intervention due to iliac leg/leg extension issues which were thrombosis is the right leg and leg extension and tortuosity in the right leg and leg extension. According to the cook rep the entire limb thrombosed, including the other manufacturer's device. The secondary intervention that they performed were a thrombectomy and a fem-fem bypass. The spiral z landed in a very tortuous external iliac. The implanted devices remain implanted. No additional information is available at this time.

Manufacturer narrative:
Expiration: unknown as lot is unknown. Thrombus is labeled in the IFU. Occlusions are labeled in the IFU. Event evaluation: still under investigation.